Event description:
A caller reported a high reading issue with the adc device. The customer experienced a seizure and loss of consciousness, and the caller attempted to administer glucagon for treatment, however, was unsuccessful. The customer was taken to the emergency room where they received unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.